Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.

Event description:
The customer reported that the sys failed to boot to a usable state. No death or serious injury was reported.